Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the back box and alarm history showed 10u manual ¿normal¿ boluses on (B)(6) 2014. The total daily doses calculated correctly and reflected the user¿s basal target. During testing, no ¿auto-bolus¿ occurred during the duration test. Advanced boluses were performed correctly and recorded accurately in the bolus history. The history settings issue was not duplicated during testing. The keypad is undamaged and the keypad buttons responded appropriately. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump delivered two 10 unit boluses without user intervention. The patient¿s blood glucose (bg) level was reported to be in the range of 40mg/dl to 70mg/dl with no signs or symptoms indicated. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no indication that the product caused or contributed to an adverse event. It was noted that the patient had lost confidence in the pump. This complaint is being reported due to an alleged history settings issue.